Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. It was reported to manufacturer by the vns patient that the stimulation of the device did not feel as strong as it had previously, and that she had a recent increase in seizure activity as well as tooth pain. The patient further explained that she was involved in a physical altercation where she had been attacked and injured. The patient had been to see her neurologist following the incident, however, the altercation and subsequent adverse events that followed were not mentioned to the physician.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.